Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "endobronchial double lumen tube 35 left was found with a leaked cuff on examination prior to procedure" no patient involvement.

Event description:
The complaint is reported as: "endobronchial double lumen tube 35 left was found with a leaked cuff on examination prior to procedure". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.